Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the self-test, unexpected restart error test and displacement test. However, the insulin pump alarmed prime during the prime test due to faulty force sensor resistor. We were unable to perform the basic occlusion test, occlusion test, and excessive no delivery test due to prime alarm. The insulin pump was received with corroded battery tube, cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, cracked belt clip slot, stained lcd resilient cover, and scratched reservoir tube window.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. Customer tried to clear the but it did not work. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.